Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a stored electrogram, the implantable cardiac monitor exhibited oversensing. Programming changes were discussed and no patient symptoms were reported. No further information was available.

Event description:
New information received reported that the patient's condition was fine throughout and the programming changes were made.